Event description:
The customer, a biomedical engineer, contacted physio-control to report that during a recent patient event, their device would not provide a synchronized shock when prompted. The patient, a (B)(6) female, was in a cardioversion procedure when the device end user reported that the device would not shock when prompted and that the service light turned on and the display turned green. A backup device was available after an approximately one minute delay. The patient was shocked successfully with the backup device and there were no adverse effects to the patient as a result of the reported issue. The patient survived the event. No further details about the patient or the event were provided. The facility's biomedical engineer advised that he was able to duplicate the reported issue and confirmed that the failure to shock was also duplicated when attempting an asynchronous shock as well.

Manufacturer narrative:
After extensive testing of the device, physio-control was still unable to duplicate the reported issue. As a precaution, physio replaced the therapy pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Manufacturer narrative:
Physio-control examined the customer's device but was unable to duplicate the reported issue. Physio downloaded the electronic patient record from the device and was able to verify that during the event the service indicator did appear and event codes were logged. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.